Event description:
On (B)(4) 2014, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter read inaccurately high in comparison to his feelings or normal results. The complaint was classified based on information obtained in a follow-up call to the patient by medical surveillance (ms). The patient claimed that at 09:00pm on (B)(6) 2014, he obtained a result of ¿316mg/dl¿ on the subject meter, which he told ms he felt was inaccurately high ¿based on the amount of food that he consumed that day and how quickly he became hypoglycemic¿. The patient detailed that manages his diabetes with ¿two injections and four pills¿ but could not specify the names of the medication to ms. The patient told ms that he made no changes to his usual diabetic management routine in response to the alleged inaccuracy. The patient claimed that on (B)(6) 2014 at midnight, ¿three hours¿ after the alleged inaccuracy, he developed symptoms of feeling ¿sweat and shaky¿, which he associated with low blood glucose and that he self-treated by eating a granola bar at the time of symptoms. During troubleshooting, the customer care advocate (cca) walked the patient through a control solution test but the patient was unable to confirm whether or not the results were in range. The meter was set to the correct units of measurement at the time of testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (12/10/2014). The patient¿s meter has been returned on 11/25/2014 and evaluated by lifescan product analysis on 12/1/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.